Event description:
It was reported that this was a procedure performed to treat a target lesion in the heavily calcified and 80% stenosed left anterior descending (lad) artery. The 2.5x38mm xience alpine stent delivery system which was prepared per instructions for use, was advanced over a non-abbott guide wire through the distal vessel to the target site. The delivery system balloon was inflated two times to 10-12 atmospheres, with 1:1 contrast / saline. The stent was deployed without issue. Negative was held 5-10 seconds to fully deflate the balloon; however, a small amount of fluid remained in the indeflator, causing the balloon to re-fold poorly and difficulty retracting into the guide catheter. Also, resistance was noted during the removal which was related to the patient anatomy and the non-abbott 3.5 extra backup guide catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6- 2017- failure to follow steps. It was reported that the xience alpine was deflated for 5-10 seconds. It should be noted that the xience alpine instructions for use states: ¿deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the stent delivery system¿s (sds) balloon failed to refold during deflation. Factors that may contribute to a failure to fold include, but are not limited to, inadequate pressure, damage to the shaft, saline mixture, or damage to the balloon. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported failure to fold. Additionally, a balloon that has not fully folded would have reduced clearance with the guide catheter/anatomy. It is likely that the failure to fold contributed to the reported resistance with the guide catheter and anatomy during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.